Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was assisted with self test and insulin pump failed self test. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 130, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. No pump error 63 was noted during testing either; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.